Event description:
It was reported that on (B)(6) 2022 the patient had malaise and fatigue. On (B)(6) 2022 they had a large episode of hematochezia with mild abdominal cramping beforehand. A colonoscopy and endoscopy were performed with no suggestion of bleeding in the esophagus, stomach, or duodenum. It was noted that the patient's medication was changed. The bleeding resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that source of bleeding was gastrointestinal. The patient was placed on a phosphodiesterase type 5 inhibitor (sildenafil).

Manufacturer narrative:
The patient had a previous admission for bleeding as referenced in MFR#: 2916596-2022-11823. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.